Event description:
Intra-aortic balloon was inserted on 4/2/96 and functioned normally up until the afternoon of 4/3/96. The alarm sounded and blood was noted in iab catheter. The decision was made to remove the balloon surgically under direct visualization. No complications with the removal.